Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Evaluation summary: (B)(4): data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of eri in save to disk on (B)(6) 2011 02:15:03, device eri<=2.62 v. Weekly battery voltage trend data shows bat=2.64 to 2.62 volts between (B)(6) 2011 and (B)(6) 2011. One patient alert for low battery voltage on (B)(6) 2011. Ceramic cap leakage-unspecified.

Event description:
It was reported that the device was at elective replacement indicator sooner than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.